Event description:
2 calls information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they went on a vacation and have lost their case that has all their external equipment. Patient mentioned that they are also in the process of switching out the ins because it was horrible and it does not hold a charge and never has been since they had it. Patient stated that they have to charge it 100% and takes 2 hours at least to charge and it dies every night. Patient stated that they are in the process of changing it to other battery that will last them "9-10 days before charging and not 9-10 hours". Patient said not to send any replacement equipment yet as they will communicate with tehri hcp first. Agent attempted to connect patient to sunmed but call got disconnected. Agent left voice message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.